Event description:
On (B)(6) 2010, the pt reported that the down button of his infusion device is not functioning correctly. He noticed this one month ago while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.